Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported a tampon fell apart upon removal. She was able to remove the tampon pieces and did not seek medical assistance.